Manufacturer narrative:
A systems assessment was performed for the liat® analyzer, neither of the alleged runs #2591 and #2592 could be confirmed as potential false positives. For run #2591, the most likely cause for the discrepancy observed is due to the samples having a low viral load. Note that samples near or below the lod of the test may generate wavering results. Run # 2592, (B)(6) 2021, showed a late ic CT with low amplification which suggests sample interferents or some other disturbance reducing pcr efficiency during this run, however, the sars-cov-2 amplification appears to be true target amplification. . The lod differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid® genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is lower than what is detectable by the genexpert. No system issue or defect could be identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged false positive sars-cov-2 results on two patient samples with the cobas® sars-cov-2 and influenza a/b nucleic acid test lot 10413x ran on the cobas® liat® (B)(4). On (B)(6) 2021, the sample for patient one tested positive for sars-cov-2 and the same sample was repeated on the genexpert cepheid with a negative sars-cov-2 result. Furthermore, on (B)(6) 2021, the sample for patient two ran on the same cobas® liat® instrument resulted in sars-cov-2 positive and then was repeated on the genexpert cepheid with negative results. No harm alleged. An investigation was conducted to evaluate the customer¿s allegation. Both initial test results and the retest were reported to the patients. Per the FDA guidance two (2) mdrs will be filed.